Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No missing segments/partial display noted. No vibration anomaly noted. The insulin pump was received with cracked battery tube threads, partially broken off reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment appeared to be damaged; the reservoir appeared to be coming out of the insulin pump during the priming process. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the reservoir compartment damage were pieces that chipped off. The damage occurred when the insulin pump fell off of the counter top. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.